Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection, on recto-sigmoid anastomosis, there was an incomplete staple line. The staples fell and were removed with the vacuum cleaner. The anvil was stuck in the proximal stump of the colon. No stapling or cutting was done at the level of the stump in which the anvil was located. They resected and re-stapled to fix the staple line. The surgical time was extended by thirty minutes or more. Once it was verified that the anastomosis was correctly carried out, the rectal stump was closed, which after the attempted anastomosis remained completely open, with great difficulty since, the part was retracted and resected. Once closed manually, because it was not possible to close satisfactorily with mechanical means, a new anastomosis attempt was made with the device which was satisfactory and without incidents the second time. A protective ileostomy was performed.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection that the instrument noted that the safety feature was broken. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected a secondary condition of safety broken that has no relationship to the reported conditions. If information is provided in the future, a supplemental report will be issued.